Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. 3 pieces of debris were captured on 3 pieces of paper separately and placed in two sterile pouches. The product was sent to the particulate laboratory for further analysis. The samples were visually and microscopically examined. Microscopic examination shows numerous blue fibers up to 3.7 millimeter (mm) in length from the sample labeled ¿unknown¿, and numerous blue fibers up to 5mm in length from the sample labeled ¿gown¿. The unknown blue fibers and gown blue fibers were then isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the unknown blue fibers¿ generated ir spectra to a library of spectra finds the best match to polyester (ft-ir spectra 1). Comparison of the gown blue fibers¿ generated ir spectra to a library of spectra finds the best match to be polypropylene. The spectra along with the visual characteristics suggest the unknown blue fibers and gown blue fibers are different materials. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be established conclusively as it cannot be determined how or where the contamination to the product occurred. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. Poly(propylene); is one of the most common types of plastic, could be from many different potential sources, such as packaging materials (sub for paper). As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Surgical procedure packs are manufactured in an environmentally controlled area where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient was taken back to the operating room because a piece of lint was trapped in the main wound from yesterday's cataract with intraocular lens implant surgery. Lint was removed from the eye and saved on a sticker, and it was a fine blue thread. Another fine blue thread appeared on the bag when the extra large medline gown was rubbed, and a bunch of fine blue threads came off. The reporter thought these blue threads were coming from the gowns. The product replacement details were unknown. There was no impact to the patient.